Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d.6.b, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on anterior side assessed, as fold flaw opening. Additional observations: crease fold is observed. Stress marks are observed. Assessed, as non-penetrating nick. No further actions are required, as the device was implanted.

Event description:
Patient reported, a right side rupture. Healthcare professional confirmed, right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Healthcare professional confirmed right side rupture. Device remains implanted.